Event description:
It was reported that the ilet user experienced frequent low glucose episodes, including readings as low as 40 mg/dl, and routinely paused insulin delivery out of concern for hypoglycemia. The user treated lows with large amounts of fast-acting sugar (for example, 16 oz orange juice plus added sugar), which led to subsequent glucose elevations and fluctuations. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 40 mg/dl to 269 mg/dl. Outcomes included minor injury of hypoglycemia with no long-term health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia; a device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.